Event description:
It was reported that entrapment on the guidewire occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). A 7x120x130cm eluvia drug-eluting vascular stent system and a non-bsc guidewire were selected for use. The guidewire was advanced through the long chronic total occlusion (cto) in the sfa. A 6x120 eluvia stent was placed from the distal. The eluvia 7x120 was placed with an overlap of about 1cm. A slight resistance was encountered during placement. The rotation of the thumbwheel and the difficulty pulling the outer catheter were observed to be strange. During removal, the delivery system became stuck with the guidewire. The guidewire and the delivery system were removed together as one. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter state: (B)(6). Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner is prolapsed. The stent was deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). A 7x120x130cm eluvia drug-eluting vascular stent system and a non-bsc guidewire were selected for use. The guidewire was advanced through the long chronic total occlusion (cto) in the sfa. A 6x120 eluvia stent was placed from the distal. The eluvia 7x120 was placed with an overlap of about 1cm. A slight resistance was encountered during placement. The rotation of the thumbwheel and the difficulty pulling the outer catheter were observed to be strange. During removal, the delivery system became stuck with the guidewire. The guidewire and the delivery system were removed together as one. The procedure was completed with another of the same device. There were no patient complications.